Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Yusuf k, burcu k, emine as. Use of viscoelastic substance for preventing descemet¿s membrane rupture in deep anterior lamellar keratoplasty. Arq bras oftalmol. 2021;84(3):230-4. The manufacturer internal reference number is: (B)(4).

Event description:
A literature file reported that a study was conducted to investigate the effect of using a viscoelastic substance in descemet¿s membrane (dm) rupture in ¿double bubble¿ deep anterior lamellar keratoplasty. A total of forty patients were enrolled and divided in two groups. Group 1 had 20 patients whose perforation of the posterior stromal wall was performed without administration of any viscoelastic substance and group two had twenty patients whose perforation of the posterior stromal wall was performed with administration of viscoelastic substance onto the posterior stroma. The descemet¿s membrane perforation rate was compared between two groups. In group 1 an ophthalmic knife was used to puncture the roof of the air bubble for all patients. Perforation of the descemet¿s membrane was observed in 12 patients in group 1 (60.0%) and 9 (45.0%) of them developed perforation during stromal puncture with ophthalmic knife, 1 patient developed perforation. During graft suturing (5%), and 2 patients developed perforation during removal of the posterior stromal pieces (10%). In group 2 dm perforation was found. During removal of the posterior stromal pieces in 1 patient and during graft suturing in 2 patients. 11 patients had macro perforation of dm and hence surgery was converted to penetrating keratoplasty. This case pertains to patients who had removal of the posterior stromal pieces in group 2.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dm perforation occurred during removal of stromal pieces; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).